Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had pain, shortness of breath, low blood pressure and fainted. This device remains in service. No adverse patient effects were reported.